Event description:
It was reported that the device exhibited an upstream occlusion alarm. Per reporter the tubing between the medication bag and the pump was straightened and out of the carrying case, but the tubing was observed to have air bubbles. Per reporter there were no clamps on that part of the tubing and the medication spike is fully inserted into the bag. Troubleshooting was performed but the alarm persisted. No adverse patient effects were reported by the customer.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be an occlusion, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.